Event description:
It was reported that prior to the procedure, the device was torn upon removal of the packaging. Another device was used to complete the procedure. There was no pt involvement.

Manufacturer narrative:
Date sent: 04/07/2009. Info anticipated, but unavailable at this time.